Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a de novo mid right coronary artery that had 99% thrombosis. Thrombosuction was performed two times and a 3.0 x 48 mm xience xpedition stent was deployed when a distal edge dissection was observed. The dissection was treated with a 3.0 x 15 mm xience xpedition stent. There was no clinically significant delay in the procedure. No additional information was provided.